Event description:
Time: (B)(6) 2014 - 7:41pm; blood glucose (mmol/l): 15.0 (270 mg/dl) - ate 90g carbs; bolus (units): 16.50u; 9:04pm; 16.3 (294 mg/dl); 5.20u; (B)(6) 2014 - 3:41am; 16.2 (292 mg/dl); 8.45u; 9:20am; 12.6 (227 mg/dl). The customer reported that he could smell insulin, and that when the pod was removed, he noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.